Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter broke at the level of the tracheal connector which connects the "y" part to the ventilator. The incident occurred when the patient was about to be moved to a lateral position. Intervention - it was not possible to ventilate the patient; as a result the device was replaced.